Manufacturer narrative:
Insulin pump powered up properly. No blank display or button error alarm noted. Insulin pump had no button response due to corroded keypad traces. Insulin pump had a missing display window, cracked case at display window corner, cracked reservoir tube, cracked reservoir tube window and broken reservoir tube lip. Insulin pump had moisture damage on electronic assembly and on motor.

Event description:
Customer reported a button error alarm. The blood glucose reading is 90 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.